Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a stomach biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that the jaws would not close and remained open. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
On september 3, 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010, the patient obtained the blood glucose reading of 416 mg/dl on the reported meter, and the readings of 375 mg/dl and 343 mg/dl on another meter. The patient claimed she took increased doses of insulin using her pump based on the reported meter reading. On (B)(6) 2010, the patient experienced the symptom of shaking. The patient administered self-treatment with food; she did not seek any medical attention. Troubleshooting revealed the patient's test strips were expired and the patient did not store them properly, both of which can cause inaccurate readings. The meter was replaced. The patient used expired test strips which can cause inaccurate readings. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took increased doses of insulin based on an elevated meter reading and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k061118.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.